Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device sensor filament bent, and the customer was therefore unable to use sensor to monitor glucose. The customer had contact with a healthcare professional, and reported a capillary glucose result of 533 mg/dl. The customer was treated with insulin (dose/type unknown) for hyperglycemia. There was no report of death or permanent injury associated with this event.